Event description:
The customer reported that starting on (B)(6) 2019, part of the needleless valve that is depressed when a syringe is attached is staying depressed. The exact date of each event is unknown. Eventually, after seconds or minutes, the valve returns to its normal position. When the valve returns to its normal position, it sprays the liquid that was in the device, such as blood or saline. These events are occurring when the product is used with 10ml syringes, including saline syringes and heparin syringes. The issue stopped once a different lot number was obtained. There was no harm to patients or caregivers.

Manufacturer narrative:
The customer¿s report that ¿the maxplus valve is staying depressed and when the valve returns to its normal position, it sprays the liquid that was in the device¿ was confirmed. Functional testing of connecting and disconnecting a syringe from the received maxplus replicated a delay in the piston returning to its closed state. When the piston returned to its closed state, the force from the piston ejected fluid that remained in the maxplus. Closer inspection of the suspect maxplus under magnification found no crush marks or tool marks. The root cause of the customer¿s report was not determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that starting on (B)(6) 2019, part of the needleless valve that is depressed when a syringe is attached is staying depressed. The exact date of each event is unknown. Eventually, after seconds or minutes, the valve returns to its normal position. When the valve returns to its normal position, it sprays the liquid that was in the device, such as blood or saline. These events are occurring when the product is used with 10 ml syringes, including saline syringes and heparin syringes. The issue stopped once a different lot number was obtained. There was no harm to patients or caregivers.